Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that pt was brought into ER and they were trying to "cut" pt's stimulation off but had difficulty. Technical services (tss)  clarified this to mean that they had difficulty shutting off pt's ins system. Pt indicated that their ins system was "misfiring" but caller doesn't have any further details about this. Timing of events unknown. Caller indicates they think that stim was shut off successfully but doesn't know for sure. Additional information was received from the pt. It was reported that they called 911 and went to the hospital yesterday because their stimulation frequency started elevating and they were trying to use the controller to control the frequency but the controller wouldn't respond. Patient reported they were "shaking real bad" and that the stronger the stimulation frequency was, the more they were shaking. Patient was currently in the hospital and mentioned that their doctor was speaking with the manufacturer representative (rep) over the phone at the time of the call. Additional information was received from the manufacturer representative (rep). It was reported that when rep spoke with the patient's physician over the phone, the stimulator was in ¿on¿ position and they used the controller successfully to turn stimulation ¿off.¿ rep reported that the physician had not used the controller to turn stimulation down or off. Rep reported symptoms didn't persist after turning off and there was no additional communication afterwards.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.